Event description:
It was reported that there was a user error message in an arctic sun device, error 72 (water temperature sensor or secondary output out of range - low resistance), unrecoverable system error. Per follow up information received via email on 22aug2023, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx to see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that there was a error message 74 unrecoverable system error. Water temperature sensor secondary output out of range low resistance. Tank harness was replaced. Device underwent new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a user error message in an arctic sun device, error 72 (water temperature sensor or secondary output out of range - low resistance), unrecoverable system error. Per follow up information received via email on 22aug2023, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx to see what was done to solve the problem. No patient involvement.